Event description:
It was reported that the colonovideoscope had communication error b30 and blank screen during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure communication error b30 was confirmed, and blank screen was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the communication error due to corrosion on endoscope connector and blank screen could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.